Manufacturer narrative:
Intuitive surgical, inc. (Isi) recommended to return the device; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The product has not been returned for evaluation therefore, failure analysis of the product related to the complaint cannot be performed. If additional information becomes available, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information that was available. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform stapler failed to unclamp from tissue with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported during a da vinci-assisted gastric bypass procedure, the sureform 60 stapler instrument failed to unclamp from tissue after it was fired. Prior to calling technical support, the customer had attempted use of the manual release knob (mrk) with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) observed no related errors in logs. The tse inquired if the customer was using the mrk during an error state and the caller stated they were not. Tse walked caller through pressing emergency stop and then rotating the mrk up to 40 times and caller stated the jaws of the instrument were not opening, but the wrist was rotating. The surgeon used the fenestrated bipolar to open the jaws of the sureform 60 and was able to remove the tissue. The tse asked the caller to return the failed sureform 60 instrument for analysis. The customer proceeded with case as planned with no report of patient injury. Isi completed customer follow-up and obtained the following information: the customer explained that the sureform 60 stapler instrument was not going to be processed for return (RMA) and was unable to provide any further details on the instrument part/lot numbers. When the reported issue occurred, the surgeon was unable to open the instrument jaws using the manual release knob (mrk) to release the tissue. The customer confirmed that the surgeon successfully opened the jaws using the fenestrated bipolar forceps instrument and there was no unexpected bleeding or tissue removal. The site proceeded with the case as planned after addressing the issue with no report of patient injury. Patient information was requested but was unavailable.